Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Following a sensor error before warm up on the day of insertion, the patient removed the sensor and the wire was missing. He was worried that it might be retained in his skin on the abdomen, but he could not see it. No portion of the wire was visible on the underside of the transmitter holder. The patient went to the doctor, but nothing was found. The patient has not felt anything out of the ordinary since the incident. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.